Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2025 for a procedure to remove the abutment due to pain and performance decrement. The internal fixture remains.